Event description:
This event was captured based on literature review. It was reported that a (B)(6) male presented with severe buttock claudication (less than 100 m of walking capability) and lack of femoral arterial pulses. Ilio-femoral angiography revealed a 50-millimeter occlusion in the left common iliac and right common femoral arteries. The right common femoral artery was treated via implantation of a 7.0x100mm absolute pro self-expanding stent. When the patient returned four weeks later for treatment of the left common iliac occlusion, a 300cm floppy guide wire was replaced with a more supportive guide wire and a 9.0x57mm non-abbott stent was deployed in the left common iliac. Stenosis was then noted in the right common iliac due to plaque shift. A 9.0x37mm non-abbott stent was deployed in the in the right common iliac artery with concomitant kissing balloon inflation. An 8.0x100 mm absolute pro stent was eventually used to complete recanalization of the left iliac artery with satisfactory final results. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as date of publication. Date of implant estimated as 4 weeks prior to estimated date of event. Concomitant products: date of therapy estimated. Concomitant products: guide wire: 300 cm 0.014 floppy, terumo stiff radifocus glidewire; guide cath: 4fr berenstein. There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential adverse event as listed in the absolute .035 peripheral self expanding stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article - ahmed rezq, md, alessandro aprile, md, and giuseppe sangiorgi, md. (Catheterization and cardiovascular interventions 82.3 (sep 1, 2013): 495-499): pioneer re-entry device for iliac chronic total occlusion: truly a paradigm shift.